Manufacturer narrative:
Per tandem user guide, "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface." The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. No alternate insulin therapy was available and the customer declined a follow up from technical support to verify that an alternate insulin therapy was in place. There was no reported adverse impact to the customer¿s blood glucose level.